Manufacturer narrative:
The premature battery depletion was confirmed in the laboratory. Based on device setting and usage, the device was found to be below expected limits. No high current drain sources were found throughout testing. The original battery was sent to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device exhibited premature battery depletion.